Event description:
Caller reported blood glucose results of 260 mg/dl, 104 mg/dl and 175 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The customer had reported an additional erroneous result obtained using a different lot number. It was reported the customer received the following results on the nano system within 10 minutes: a 260 mg/dl (lot 475591), 104 mg/dl (lot 475591), 175 mg/dl (lot 475591), and 190 mg/dl (475868). No adverse event reported. This case, with patient identifier (B)(6) (test strip lot number 475991), is related to case with patient identifier (B)(6) (test strip lot number 475868).